Manufacturer narrative:
Philips has investigated this complaint. Per information collected, user did not have any malfunction when using the system. After receiving a remote alert about a host pc memory issue, a philips remote service engineer (rse) contacted the customer, who confirmed they faced no problems while using the system. Therefore, no further action was deemed necessary by philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where there is no malfunction occurred to the system and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system generated a remote alert indicating the host-pc had a memory problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.